Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6) - (r990827001, r990827201, r990827501, r993815001, r996122201). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed 1 time due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 12.43mm and left coronary cusp (lcc) was 12.34mm. The patient developed a left bundle branch block (lbbb) post-procedure and no treatment required. The patient also developed post-procedure hypertension and respiratory failure. Nicardipine and nasal cannula was administered as treatment. Both were resolved without sequelae and the patient was then discharged the following day. On (B)(6) 2026, the patient was readmitted to the hospital due to respiratory distress. On (B)(6) 2026, the patient passed away from an unknown cause.